Event description:
It was reported that the surgeon inserted a competitors lens with the ftp indigo foam tip plunger and the haptic broke, but the damage was not noticed until after the lens was inserted. The lens was removed with no apparent patient injury. Another same type lens was implanted.